Event description:
It was reported to tyco healthcare / kendall in 2005 that a customer had a problem with a sharps container. The customer stated that the lid was warped on the container. The nurse put a needle in the container and the needle did not fall into the container and the nurse was stuck when she went to dispose of another needle.